Event description:
A sales representative reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10ft device was being used during an unnamed procedure on an unknown date, and ¿prepackaged electrode changed out for ethicon coated tip. Casing that houses electrode broke off. Surgical tech denied forcing electrode. Denied poor seating of electrode. Plastic piece of casing remained in the capture port of ultra, did not enter patient. Patient was not harmed. Plpul2020 was removed from sterile field and any broken pieces confirmed also removed/ confirmed all parts by [staff]. Per staff involved this has happened one other time at sky ridge. Similar scenario. Unable to provide additional details.¿. The procedure was completed with an alternate same device and with no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report captures the event that ¿happened one other time¿ on an unspecified date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 27 reports, regarding 50 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, 20/ca ultra nonstick 10ft device was being used during an unnamed procedure on an unknown date, and ¿prepackaged electrode changed out for ethicon coated tip. Casing that houses electrode broke off. Surgical tech denied forcing electrode. Denied poor seating of electrode. Plastic piece of casing remained in the capture port of ultra, did not enter patient. Patient was not harmed. Plpul2020 was removed from sterile field and any broken pieces confirmed also removed/ confirmed all parts by [staff]. Per staff involved this has happened one other time at sky ridge. Similar scenario. Unable to provide additional details.¿ the procedure was completed with an alternate same device and with no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report captures the event that ¿happened one other time¿ on an unspecified date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.